Event description:
Our office in (B)(6) received a report from a male pt who reported he experienced ocular pain after using consept quick disinfecting solution and not using the neutralizing solution prior to inserting his lenses. The pt saw his doctor and was told there were some scratches on his eyes. He was treated with hyalein (purified sodium hyaluronate ophthalmic solution) and cravit (levofloxacin hydrate). Amo employees met with the reporter and noticed that his eye did not appear fully open (swollen). It is unk how long it took the pt to recover from the event; he indicated he had missed several days of work. The pt also complained that the box did not contain directions for use for the product. Mfrs note: directions for use are printed on the outside of the carton.

Manufacturer narrative:
(B)(4). The consept 1 step kit was returned to the MFR; it had been opened. Visual inspection of the package found that the directions for use were missing. Visual inspection of a retained sample from the same lot contained the package insert; it was within specifications. Chemistry eval results of the complaint unit and a retained sample from the same lot were within specifications. A review of the mfg records for the reported lot was performed; no deviations were noted and the product met all specifications. The outside of the box for this product contains instructions for use including appropriate warnings and precautions. The bottle contains instructions not to use it directly in the eye or without neutralizing prior to inserting the lens. All pertinent info available to the MFR has been submitted.